Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 failed to recover. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that assy cbl pyxibus 6 drawer with exposed copper strands with signs of thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of "drawer #5 failed and cannot be recovered" was confirmed during field service engineer testing and subsequently confirmed in the dchu inspection process. According to work order#: (B)(4), the fse reported that all devices were not detected due to bus cable damage from abuse. The fse replaced main bus cable and tested good. Operation was verified via inventory application without any issues. The report was closed. During dchu visual inspection: pn: 120547-01: the "assy cbl pyxibus 6 drawer" was received with exposed copper strands and black marks. During dchu testing: pn: 120547-01: no further tests were deemed necessary due to the thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as a faulty "assy cbl pyxibus 6 drawer" due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the station's functionality.